Event description:
It was reported that the patient was successfully implanted with pulse generator system and moved to critical care unit. A few hours passed the patient went into cardiac arrest, the lead exhibited loss of capture and low impedance, a revision was performed and the issue was not resolved. The lead was explanted and replaced successfully with good values.

Manufacturer narrative:
(B)(4).